Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the no medication populated on the screen for drawer 3. A technical support specialist (tss) dialed into the station and verified that medications were pending in drawer 3. Additional information such as order identifier, medication identifier, and the action path used by customer to access the medications was requested for further troubleshooting. The customer subsequently requested case closure. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, user selected drawer 3 and no medication populated on the screen. There were no adverse events or injuries reported based on this event.